Event description:
The purpose of this submission is to report the results of the device investigation. Please see manufacturers narrative.

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. Follow-up report #2 is to provide FDA with missing information, new information (results of the device evaluation), and changed information. Device investigation: according to the results of the device investigation, the connection tube (8170.6554) was tested (using visual and functional methods), also in combination of devices from cmpt 21-00330 a and c (mdrs 1418479-2021-00042, -00044. No device problem was found. The customer's complaint could not be reproduced on the device. The device was returned to the customer. The reported condition was not confirmed. Rwmic considers this MDR closed. Rwmic will submit a follow up report when new information becomes available.

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf (B)(4). Richard wolf medical instruments corporation is the importer of this device. Rwmic considers this MDR/complaint open. Rwmic will submit a follow up report after the device evaluation has been completed and/or new information becomes available.

Event description:
It was reported by the user facility: not suctioning. We've reached out to the user facility for additional information.

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. Follow-up report #1 is to provide FDA with new and changed information. New information: the following fields have new information: section a, b3 - b5, d8, d10, g2, g3, g6, h2, h6, h8, h10. Changed information: the following fields have changed information: e1, rwmic considers this MDR/complaint open. Rwmic will submit a follow up report after the device evaluation has been completed and/or new information becomes available.

Event description:
The purpose of this submission is to report the additional information received from the user facility. Describe event: holep pump not providing suction, makes it difficult to morcellate the prostate. The device malfunction increased length of case.